Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received compromised force sensor system alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. However, unit passed rewind test and displacement test. Unit had broken battery tube threads.

Event description:
The customer reported via phone call that the battery compartment was broken. The customer¿s blood glucose was unknown. The device will not be returned for the analysis.